Manufacturer narrative:
(B)(4).

Event description:
It was reported "after opening the balloon package and removing the counterpulsation catheter during the operation, it was found that the distal end of the balloon was suspected to be excessively twisted. The surgeon decided to terminate the use of this catheter and replaced it with a new balloon catheter and the operation was completed successfully without causing any personal injury". The second catheter was inserted into the same insertion site. The patient's current condition is reported as fine".

Event description:
It was reported "after opening the balloon package and removing the counterpulsation catheter during the operation, it was found that the distal end of the balloon was suspected to be excessively twisted. The surgeon decided to terminate the use of this catheter and replaced it with a new balloon catheter and the operation was completed successfully without causing any personal injury". The second catheter was inserted into the same insertion site. The patient's current condition is reported as fine".

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the peel away sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The stylet was fully inserted within the iabc central lumen. The bladder was fully unwrapped. No blood was noted on the exterior or the interior surfaces of the re-turned sample. No visual damage or abnormalities were noted to the retuned sample. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "distal end of the balloon was suspected to be excessively twisted" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.